Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the posterior side assessed to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange due to concern with the product. Device remains implanted.